Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 77 mg/dl, 125 mg/dl and below 90 mg/dl and below 75 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated low blood glucose level with glucose tablets and glucagon shots. The customer did not mention any symptom related to low blood glucose level. The customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.